Event description:
It was reported that the nurse stated the patient was not cooling as expected. The arctic sun device was alarming but was unsure what the alarm number was. Patient temperature (pt) was 36.6c, targeted temperature (tt) was 36c, water temperature (wt) was 30.8c, flow rate (fr) was 3.1lpm. Guided to event log and confirmed alert 113 (reduced water temperature control). Guided to system diagnostics showed that the system hours were 3569, pump hours were 3404, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. They have another device they had to send to biomed. Suggested biomed give a call to see if could get it working and was unsure what was wrong with the device. Nurses just swapped out to this device, and they were getting 02 low flow and patient line open alerts. Patient temperature (pt) was 35.9c, targeted temperature (tt) was 36c, water flow rate (wfr) was 0 l/m. 4 pads connected. Walked through stop therapy, empty and disconnect pads. Placed in manual control at 10c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 17.3c, outlet control temperature (t2) was 17.1c, inlet temperature (t3) was 20c, chiller temperature (t4) was 14.2c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 100 percentage, heater was 0 water reservoir level (wrl) was 4, system hours were 2304.2 and pump hours were 1999.6. Had reconnect pads while in manual control and water flow rate (wfr) was stabilized at 3.1 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) stabilized at 2.9 l/m. No alerts returned. Encouraged to call back with alerts or questions.

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. The arctic sun device was alarming but was unsure what the alarm number was. Patient temperature (pt) was 36.6c, targeted temperature (tt) was 36c, water temperature (wt) was 30.8c, flow rate (fr) was 3.1lpm. Guided to event log and confirmed alert 113 (reduced water temperature control). Guided to system diagnostics showed that the system hours were 3569, pump hours were 3404, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. They have another device they had to send to biomed. Suggested biomed give a call to see if could get it working and was unsure what was wrong with the device. Nurses just swapped out to this device, and they were getting 02 low flow and patient line open alerts. Patient temperature (pt) was 35.9c, targeted temperature (tt) was 36c, water flow rate (wfr) was 0 l/m. 4 pads connected. Walked through stop therapy, empty and disconnect pads. Placed in manual control at 10c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 17.3c, outlet control temperature (t2) was 17.1c, inlet temperature (t3) was 20c, chiller temperature (t4) was 14.2c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 100 percentage, heater was 0 water reservoir level (wrl) was 4, system hours were 2304.2 and pump hours were 1999.6. Had reconnect pads while in manual control and water flow rate (wfr) was stabilized at 3.1 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) stabilized at 2.9 l/m. No alerts returned. Encouraged to call back with alerts or questions. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient was not cooling as expected. The arctic sun device was alarming but was unsure what the alarm number was. Patient temperature (pt) was 36.6c, targeted temperature (tt) was 36c, water temperature (wt) was 30.8c, flow rate (fr) was 3.1lpm. Guided to event log and confirmed alert 113 (reduced water temperature control). Guided to system diagnostics showed that the system hours were 3569, pump hours were 3404, chiller temperature (t4) was 4.4c, mixing pump command (mpc) was 100 percentage. They have another device they had to send to biomed. Suggested biomed give a call to see if could get it working and was unsure what was wrong with the device. Nurses just swapped out to this device, and they were getting 02 low flow and patient line open alerts. Patient temperature (pt) was 35.9c, targeted temperature (tt) was 36c, water flow rate (wfr) was 0 l/m. 4 pads connected. Walked through stop therapy, empty and disconnect pads. Placed in manual control at 10c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 17.3c, outlet control temperature (t2) was 17.1c, inlet temperature (t3) was 20c, chiller temperature (t4) was 14.2c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 100 percentage, heater was 0 water reservoir level (wrl) was 4, system hours were 2304.2 and pump hours were 1999.6. Had reconnect pads while in manual control and water flow rate (wfr) was stabilized at 3.1 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) stabilized at 2.9 l/m. No alerts returned. Encouraged to call back with alerts or questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.